Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain and genetics: lqts, hcm, brugafa. It was reported that the patient somehow got a "frostbite" even though they never iced it. There was a scab on the frostbite and when the scab fell off they had a hole and the implant was exposed. The ins was replaced. No further complications reported.